Event description:
It was reported that the patient presented into the emergency room with dyspnea and fatigue. The patient received unsuccessful atp therapy for a slow vt resulting in inappropriate return to sinus. After the delivery of several atp therapies and one high voltage therapy the patient was reverted. The device was reprogrammed. Patient monitoring will continue.

Manufacturer narrative:
.